Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event is a duplicate of internal complaint reference number (B)(4) (manufacturing report number: 3005975929-2023-00059). As such the investigation was performed on the last mentioned complaint.

Manufacturer narrative:
D3 (manufacturer name), g (manufacturing site). Please note that the fei for memphis manufacturing site is 1020279.

Event description:
It was reported, that during a right tha revision surgery performed on the (B)(6) 2022, the greater troches fracture while trying to expose the femoral component which was treated with bone graft. Additionally, during the procedure, there was concern of blood loss from the acetabular component, therefore two units of packed red blood cells were provided. The patient was stable at the end of the procedure.

Manufacturer narrative:
Internal reference: case (B)(4).